Event description:
Related manufacturer reference number:2017865-2021-10802. Related manufacturer reference number:2017865-2021-10803. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the patient had several ventricular tachycardia episodes during the lead entry and ended the procedure with tachycardia.